Event description:
Customer reports taking novolog based on result of 300 mg/dl obtained on the aviva system. Low blood glucose symptoms were reported, and customer tested 95 mg/dl within 10 minutes of result of 300 mg/dl. Customer was able to self treat with something to eat and low blood glucose symptoms improved 15 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.